Manufacturer narrative:
(B)(4).

Event description:
Foreign study coordinator contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016, the patient's receiver displayed error 67. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and the receiver was stuck on the initialization screen. There was no data log available to download and examine. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.